Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock . The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It was reported that the device would not be returned for evaluation. A lot number has been provided. Upon review of the manufacturing records, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after implantation of a hakim fixed pressure valve, the patient had worsening hydrocephalus, and the intracranial pressure was the same as before the valve was inserted. The patient was implanted with the codman hakim valve with fixed pressure 100 mm h2o. The day after the procedure, the patient was reviewed by CT with smaller ventricle. However, 13 days after the procedure, the ventricle turned into the original size as that before the procedure through the CT recheck. The intracranial pressure before the procedure was 140~150 mm h2o and it was still 130~140mm h2o during the spinal tap review after the procedure. Valve remains implanted in patient.